Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted: the image depicts the device inside a bag. There is paperwork also in the bag. Without the physical device all functional evaluation is precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, at the first suturing, when the straight needle was passed through, there was a part where the thread did not suture well. Particularly in the central part of the forceps. The procedure was completed with manual suturing. There was no patient injury.